Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded battery tube and battery cap. Further testing could not be performed due to the blank display. Unable to confirm the low reservoir alarms and the boluses not being recorded in the bolus history due to the anomaly. The device was received with scratched display window and cracked reservoir tube lip.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer experienced vomiting and dehydration. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The customer mentioned getting a few low reservoir alarms. Advised the caller to program a bolus of 0.2 units, but the bolus was not recorded in the bolus history. The drive support cap appears to be normal. Assisted the customer to run a manual prime and the insulin did not exit. No further information was provided.